Event description:
Reportable based on additional information received 25 oct 2023. It was reported a hemostasis valve leak requiring a blood transfusion occurred. During a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a transfemoral approach. The 14f isleeve introducer sheath was placed. Upon inserting a wire introducer into the 14 f isleeve, the physician noted that the hemostatic valve was leaking blood. A catheter was inserted, and significant blood loss continued through the hemostasis valve of the 14f isleeve introducer sheath. The procedure was concluded. Post procedure, the patient required a blood transfusion totaling four units due to the intraprocedural blood loss. No further patient consequences were reported.

Manufacturer narrative:
H3 device evaluated by MFR.:the 14f isleeve introducer sheath was returned and analyzed by a bsc quality engineer. The 14f isleeve introducer sheath, dilator and sheath cover were returned. The dilator was not pushed into the 14f isleeve introducer sheath. The sheath cover was placed over the sheath of the 14f isleeve introducer sheath. Visual and microscopic analysis of the 14f isleeve introducer sheath, tip, hub/valve, dilator and sheath cover was performed. Device analysis confirmed all three seams were expanded. Seam 1 expanded from tip to approximately 21cm, seam 2 expanded from approximately 0.5cm to 21.5cm, and seam 3 expanded from tip to approximately 19.5cm. The tip of the 14f isleeve introducer sheath was torn along the seam line on seams 1 and 2. The seam expansions and tip damages observed occurred along the seam line and are expected as the seams and tip are designed to expand with use to allow passage of ancillary devices. A leak test initially detected no leaks, however, after insertion of the dilator, the presence of a leak was confirmed. The hub cap was removed and it was confirmed that although the number of seals were correct (3 seals), all seals had damage. Media was provided to aid in the investigation and was reviewed by a bsc quality engineer. The media confirmed the reported leak as there was a steady stream of blood leaking from the seals of the hub of the 14f isleeve introducer sheath.

Event description:
Reportable based on additional information received 25 oct 2023. It was reported a hemostasis valve leak requiring a blood transfusion occurred. During a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a transfemoral approach. The 14f isleeve introducer sheath was placed. Upon inserting a wire introducer into the 14 f isleeve, the physician noted that the hemostatic valve was leaking blood. A catheter was inserted, and significant blood loss continued through the hemostasis valve of the 14f isleeve introducer sheath. The procedure was concluded. Post procedure, the patient required a blood transfusion totaling four units due to the intraprocedural blood loss. No further patient consequences were reported. It was further reported that the patient was discharged home the next day.